Event description:
Following the implantation of a gore acuseal vascular graft, the patient developed arterial steal syndrome. Physician attempted to place a hero (hemodialysis reliable outflow) graft but was unsuccessful. The patient's arm went ischemic and gore acuseal vascular graft was removed that evening.